Event description:
It was reported that in 2021, a patient who was implanted with synergy intraocular lenses (iols) complained of double vision. The implantation was performed at a different hospital. The patient was examined and the account confirmed the iols were tilted by optical coherence tomography (oct) scan. The account also indicated that since the patient had juvenile atopy, the physician considered that it was not caused by the lens. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that there was no problem immediately after surgery but the symptom of double vision gradually appeared. Recently, the patient reported double vision in both eyes. The patient sees double letters, which interferes with working on a computer at work. A yttrium-aluminum-garnet (yag) laser and vitrectomy were performed at another hospital. The account also indicated that the patient plans to have both iols explanted. No further information was provided. This report is for the left eye. A separate report is being submitted for the other patient's eye.

Manufacturer narrative:
. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Section h6 - health effect - impact code: 4625 for yttrium aluminum garnet (yag) and unplanned vitrectomy. Section h6- health effect - clinical code 4581: no code available (device dislocation) an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.